Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast device. The customer stated that the patient received rf endovenous ablation of the gsv. The procedure was completed. Patient skipped 3 day ultrasound follow up. Patient subsequently complained of leg pain. An unilateral limited ultrasound study was completed to check for dvt on (B)(6). Scan found dvt in proximal right popliteal vein. Patient was given arixtra in the office and the dvt resolved. On the follow up on (B)(6), the patient showed no signs of dvt.